Event description:
The customer alleges the lancet does not retract into the lancet device and occasionally the lancet stays in his finger after a bg test "stick" as the lancet device does not retract the lancet. No report of an adverse event. Return requested and replacement was sent.